Event description:
It was reported that the right ventricular lead exhibited noise. The noise was reproducible with arm movement and isometrics. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the proximal insulation was abraded and the proximal coil was exposed at 17.2 cm to 17.6 cm from the connector pin which could have resulted in the reported noise.